Event description:
Customer reports half of their 40 employees were receiving suspected false positive results when testing with the cue covid-19 test. Review of covid case tracker shows 26 employees who experienced positive results when testing with the cue covid-19 test, while testing negative with alternate covid-19 tests. See related cases for alternate false positive results. Individual 10: individual receiving a potential false positive result on (B)(6) 2022 when testing with the cue covid-19 test (lot 20843d, sn unknown). Individual also tested twice with the quickvue covid-19 antigen test ((B)(6) 2022) and once with the binaxnow covid-19 antigen test ((B)(6) 2022) which all provided negative results. Individual experienced symptoms (B)(6) 2022. Individual attended in-person events, but did not state any known exposure.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were two similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.